Manufacturer narrative:
Investigation: one loose 3ml syringe was received and evaluated. It was unclear if the syringe was used. There was no residual fluid in the syringe but there was a piece of medical tape wrapped around the barrel above the 2ml marking. No visual defects were observed. Root cause not defined since the defect was not confirmed in sample received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the bd luer-lok¿ syringe there was an excessive resistance in the plunger. The operator has to press the plunger with more pressure. The following information was provided by the initial reporter: malformation the syringe has an excessive resistance in the plunger. The operator has to press the plunger with more pressure. Syringe was not used on the patient. It was used for injection of for injecting dyes or perfluor (it is not clear whether the sample has contact with these substances). It is not specified which perfluor connection is involved. However, it is stated that the fluids are injected into the eye. So customer assumes that these are not toxic.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ syringe there was an excessive resistance in the plunger. The operator has to press the plunger with more pressure. The following information was provided by the initial reporter: malformation: the syringe has an excessive resistance in the plunger. The operator has to press the plunger with more pressure. Syringe was not used on the patient. It was used for injection of for injecting dyes or perfluoro (it is not clear whether the sample has contact with these substances). It is not specified which perfluoro connection is involved. However, it is stated that the fluids are injected into the eye. So customer assumes that these are not toxic.